Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported that there was a liner exchanged because of instability.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Device evaluation and results not performed as no items were returned as the patient kept them. There have been no reported discrepancies for the referenced lot. The exact cause of the event could not be determined because the device was not returned and insufficient information was received.

Event description:
It was reported that there was a liner exchanged because of instability.